Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom while being filled with insulin. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose ranged from 189-295 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.